Event description:
It was reported that the pump reset unexpectedly and erased the customer's personal profile. No additional information was provided. The customer declined to further troubleshoot with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.